Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, - 5.50/+5.5/005 diopter in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to significant reduction of irido-corneal angles and excessive vaulting. The lens was exchanged for a shorter lens and problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that there was no visible damage to the lens. (B)(4).